Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the rotor was out of position. When the doors were open, the rotor alignment pin would not fit in the rotor alignment hole. The rotor was aligned, and the doors were able to close correctly. The system was now operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door would not show as closed on the pendant, even though it was physically closed. There was no patient present.